Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported a recurring device alert 38 (motor stall) after initially contacting support and believing the issue was resolved. Upon follow-up, the error reappeared during the priming step. Troubleshooting included clearing the notification, restarting the device, and inspecting the cartridge, where an air bubble was removed. Despite these steps, the error recurred during a supply change. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.